Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, foreign material film blocked the level detector signal resulting to the pump did not detect a low level even with 0 volume in the reservoir on a pediatric case. As per the perfusionist, after bypass, it was noticed that the bottom of the venous reservoir had "something" in it. The substance then moved from the bottom of the reservoir into the oxygenator. *no consequences or impact to patient. *product was changed out. *procedure was completed successfully.

Manufacturer narrative:
The reported malfunction is specific to device 3zz*fx15re30ca lot 3k14 that was manufactured into the convenience kit referenced in d4. Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Upon further investigation of the reported event, the following information is new and/or changed: g3 (date received by manufacturer). G6 (indication that this is a follow-up report). H2 (follow-up due to additional information and device evaluation). H3 (device evaluated by manufacturer). H6 (identification of evaluation codes 10, 3331, 3221, 4315). The oxygenator was inspected upon receipt, no substance was noted to be inside of the unit. The affected reservoir was not returned for evaluation; therefore, a thorough investigation could not be performed regarding the film blocking the level detector. Without the reservoir being returned, a thorough investigation could not be performed, and a definitive root cause could not be determined. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11. H3: evaluation is in progress, but not yet concluded.